Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose level dropped to 30 mg/dl. The school nurse assisted the customer to determine how much food to eat to address the low bg level. The contact thought that the customer delivered too large of a bolus for lunch based off of what was consumed which then caused the low bg level. Tandem technical support had the customer check the pump and it was found to be functioning as expected. The customer's bg level had been corrected.